Manufacturer narrative:
The plate was examined visually and under magnification. The plate has some general wear and scratches on the top and under surfaces, primarily by the distal screw cluster, but wear is present elsewhere on the plate as well. The most proximal screw hole threads on the plate were identified to be deformed. Additional mdrs associated with this event: 3025141-2019-00186: screw 1; 3025141-2019-00187: screw 2; 3025141-2019-00188: screw 3; 3025141-2019-00189: screw 4; 3025141-2019-00190: screw 5; 3025141-2019-00191: screw 6; 3025141-2019-00192: screw 7; 3025141-2019-00193: screw 8; 3025141-2019-00194: screw 9.

Event description:
An aculoc vdr plate was implanted on (B)(6) 2018. Before routine removal surgery was performed, four broken screws were observed via x-ray. The implants were removed on (B)(6) 2019.